Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. During procedure, the physician noted externalized conductors on the right ventricular lead. The lead was left in place. The patient was stable and would be monitored.